Event description:
A nurse reported to fresenius that a dialyzer blood leak occurred during the patient's continuous renal replacement therapy (crrt). The reported event occurred approximately 5 minutes after treatment initiation. The blood leak was noted to be internal. A membrane within the dialyzer had leaked. The patient's estimated blood loss (ebl) was approximately 50 ml. No serious injury or required medical intervention was noted. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: the complaint sample was not available to be returned to the manufacturer for physical evaluation. However photographs of the sample were provided which the manufacturer used to confirm the reported issue. Retention sample analysis was not performed. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Although the lots are 100% tested for leaks (via bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A batch records review was performed. It was conducted that 19,548 units were inspected according to protocol and found to be performing to specifications. No indication for any relation with the reported failure mode has been found during the review.